Manufacturer narrative:
(B)(4). Concomitant medical products: lps-flex gender solutions female (gsf) femoral provisional/cutting guide size f right cat: 00576101692, lot: 00115011. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Reported event was unable to be confirmed due to limited information received from the customer. The 4-in-1 cut block instrument was not returned for evaluation. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Review of complaint history determined no further action(s) is/are required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product location unknown.

Event description:
It was reported that a patient underwent an initial knee procedure. During the event, the surgeon found that the trial femoral component did not fit properly after bone cuts were made with the 4-in-1 nexgen pri instruments per surgical technique. No complication or delay reported. No patient consequences have been reported as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable.